Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was placed into surgery mode, but during surgery an electrocautery was used and the ipg lost connection. Recovery attempts were tried but were unsuccessful. Surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated while using electrocautery during a surgery that occurred on (B)(6) 2023. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence